Event description:
A caller reported a cartridge alarm 20, which resulted in a high blood glucose level. The customer administered a correction injection through multiple daily injections (mdi) to address the high blood glucose. Customer technical support assisted the caller in loading a new cartridge using the proper technique, allowing the customer to resume insulin therapy. There was no need for third-party assistance, and the issue was resolved.